Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for routine check. Upon interrogation, it was noted that the implantable cardioverter defibrillator had delivered inappropriate high voltage therapy during a supraventricular tachycardia. The device was reprogrammed. Patient was stable before, during, and after the event.